Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported they wanted contact a field rep to have patient's implants checked. The hcp indicated that they think the implanted batteries might be dead. The patient started having severe tremors. The hcp did not have other details about the status of the implantable neurostimulators (inss).

Event description:
Rep saw the patient at the hospital and both of his charging units were not charged and would not charge in the docking station. Rep called tech services for help and they said since the lights just scroll that both chargers needed to be replaced and they were. Replacement device resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 37612, lot# serial# (B)(6), product type implantable neurostimulator, product ID wr9200, lot# serial# (B)(6), product type recharger, product ID wr9200, lot# serial# (B)(6), product type recharger, product ID cd9000, lot# serial# unknown, product type multiple therapy product, product ID cd9000, lot# serial# unknown, product type multiple therapy product, product ID fp6000l, lot# serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 37612; serial#: (B)(6); product type: implantable neurostimulator. Product ID: wr9200; serial#: (B)(6); product type: recharger. Product ID: wr9200; serial#: (B)(6); product type: recharger. Product ID: cd9000; serial#: unknown; product type: multiple therapy product. Product ID: cd9000; serial#: unknown; product type: multiple therapy product. Product ID: fp6000l; serial#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had two wireless rechargers that started not working and not charging about a week ago; patient said their ins therapy was working, but their wireless rechargers stopped charging when placed on. Rep clarified that the rechargers would just scroll lights quickly, but would not take a charge when on dock. When off dock, rechargers were unresponsive. Technical services had rep reset both rechargers, but reset did not resolve issue. Rechargers still had scrolling lights when on dock. Rep said the patient's and patient lost therapy because the recharger issues. Rep also confirmed patient had lost one docking station and the other docking station had a loose cord - rep inspected cord, but did not detect damage to cord plug. Rep said they had a recharging docking station and another recharger and when comparing their recharger to the docking station the patient had, the cord seemed a lot looser. Rep confirmed green light was on when rep plugged power cord into docking station. Rep was using a wired recharger to charge the ipg's for the patient on the call. Rep managed to reposition the recharger antenna and got 6 coupling bars. Technical serv ices emailed repair department to replace both wireless rechargers and both docking stations. Rep said patient's drape was ripped up and had holes in it. Technical services emailed repair department to replace drape. Rep said patient had been admitted to hospital.

Manufacturer narrative:
H3: analysis of the wireless rechargers wr9200 (serial #:(B)(6).) Revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that pt had severe disabling tremors historically, pt was in a facility that didn¿t understand the devices or recharge them, and pt didn¿t have any family to assist, and so pt was transported to hospital with return of severe tremors and the patient was in hospital at least one night. The tremors were the only thing the rep observed/was aware of, he was not made aware of other care during the hospitalization. Rep informed that there are no severe life threatening symptoms however, the patient¿s tremors were severe. The patient¿s devices are working fine now, tremors better controlled.

Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# (B)(6) , product type implantable neurostimulator product ID wr9200 lot# serial# npw021031n implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(6), product type recharger product ID cd9000 lot# serial# (B)(6), product type multiple therapy product ID cd9000 lot# serial# unknown implanted: explanted: product type multiple therapy product ID fp6000l lot# serial# unknown implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type based on the available information; this event did not meet the criteria for a serious injury as defined in 21 cfr 803 for the following reasons: 1. The severe tremors, while distressing, were not life-threatening. The rep confirmed that there were no life-threatening symptoms or complications during the hospitalization. 2. The tremors were resolved with appropriate intervention. Replacing the wrs and docking stations restored the patient¿s stimulation and resolved the symptoms. There was no indication of permanent impairment of a body function or permanent damage to a body structure. 3. The hospitalization was intended to manage temporary symptoms and ensure therapy restoration, not to prevent permanent harm or address life-threatening conditions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.